Manufacturer narrative:
The v60 vent was received at the international service center. The service technician confirmed the reported problem of unit turning on by itself; however, the cause has not been determined at this time. A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The international customer reported the v60 unit was left powered off in the patient's room and automatically turned on by itself. A nurse heard some alarm (detail is unknown) and turned the unit off again. The unit was used on the patient only at night. The issue reoccurred later, the unit was unplugged from ac power, but the event still occurred. The unit was replaced with a second v60 unit. The unit in question had been used on this patient since (B)(6) 2013. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The service technician replaced the user interface board, then the issue was fixed.

Manufacturer narrative:
The user interface board was received at the v60 vent manufacturing facility for evaluation. Visual inspection of the user interface (ui) board revealed no evidence of damage or contamination. Ui board was installed in a test ventilator in an attempt to duplicate the reported problem. The customer returned ui board was tested and no functional faults were identified. The root cause for the customer's report of unit restarted by itself could not be identified.